Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported left side suspected rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, white particles, creases, and cloudiness in the gel observed after autoclave disinfection process. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment was no openings were observed on the device or issues related with the complaint rupture. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Explanting physician reported left side suspected rupture. Device has been explanted.